Event description:
Following intraocular lens (iol) implant surgery, a consumer reports seeing halos around light sources, printed letters and object edges. In a follow-up with the surgeon, the outcome of event is reported as "excellent".

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional info was requested 03/10/08 and 03/12/08 by phone, fax and mail. A completed questionnaire was rec'd. .